Event description:
The customer was hospitalized due to high bgs and ketones. Troubleshooting was performed. The bolus history and programming in the pump were accurate. In addition, a lead screw test was completed and passed. Instructed customer to call back to perform the high-pressure test when the clamp arrives.